Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral capsular contractures and rupture on the left side postoperatively. The capsular contractures were confirmed with a mammogram and MRI. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.